Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient obtained the blood glucose readings of 156 mg/dl, 185 mg/dl, 152 mg/dl, 156 mg/dl, 146 mg/dl and 158 mg/dl on the reported meter which she claimed were inaccurately high compared to her expected values. On (B)(6) 2013 the patient obtained the blood glucose reading of 135 mg/dl on the reported meter and the readings of 60 mg/dl and 85 mg/dl on another manufacturer's meter. Afterwards, the patient experienced the symptoms of sweating, shaking, nervousness and hunger. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. The patient manages her diabetes with the oral diabetes medication metformin. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated readings on the reported meter, and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the test strip retains failed testing with a high bias at 300 mg/dl. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis on (B)(6) 2013 with the following findings: the meter involved in this case has passed all testing with no faults found; the complaint could not be reproduced. The patient's test strips have been returned however product analysis has not yet been completed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.